Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device is always in an analytical state . The device was not in use on a patient.

Event description:
It was reported to philips that the device's ECG data cannot be read completely. The device was not in use on a patient.